Event description:
It was reported that after a da vinci-assisted surgical procedure, the 8mm long bipolar grasper instrument's wire was broken at the tip.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The long bipolar forceps instrument was analyzed and found to have damaged conductor wire insulation at the yaw pulley. There were no material missing and the conductor wires were exposed. The wire was not fully torn or fully broken. The instrument passed an electrical continuity test. The complaint was confirmed based on the failure analysis investigation. Additional observation related to customer reported complaint: the instrument was found to have localized melting near the grip base. The instrument was place and driven on an in-house system. The instrument passed the recognition engagement, energy delivery and electrical continuity tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly.